Manufacturer narrative:
(B) (4). (B) (6) study event.

Event description:
Reporting status: serious injury-medical intervention. Reporting rationale: hypotension and bradycardia requiring medications. Device issue: no device malfunction has been reported. It was reported via a trial that during a right internal carotid artery stenting procedure, after post-stent dilatation using a viatrac14 plus, the pt became bradycardic and hypotensive. The bradycardia was treated with atropine and resolved the day of the procedure. The hypotension was treated with intravenous neosynephrine; improved post-procedure but did not resolve until three days after onset. Once resolved, the pt was discharged to home on (B) (6) 2010. Although requested, there was no additional info provided.